Manufacturer narrative:
(B)(4): the testing and investigation results indicated there was no external or internal evidence of smoke or fire observed on the pump and it passed the ground continuity and hipot tests. Evaluation determined the charging circuit was stuck in high charge mode. Upon opening the pump for further investigation, the power supply board was found to be corroded in various areas. This corrosion would be a likely cause for why the pump was stuck in high-charge mode. It is possible the over-charging of the battery and subsequent outgassing of the battery caused a burnt smell to come from the pump. Root cause of this failure is likely due to component failure on the power supply circuit board.

Event description:
The complaint reported visible smoke coming out of pump.